Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.